Event description:
It was called in to technical services on (B)(6) 2012 that this patient has had over 1000 atrs and they are checking atrial burden. They may be having ra sensing issues. Further testing will be done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).